Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the doctor was inserting the lens into the eye but the plunger would not advance so it was decided to remove the lens and get a new one. The leading haptic did advance to the eye but no more could be twisted out. The lens was explanted during initial procedure. The procedure was completed on same day. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The lens was returned inside a qualified company cartridge inside a biohazard bag placed into the lens carton. Viscoelastic was observed in the cartridge. The lens was slightly rotated and located just past the loading area. The leading portion of the optic was tilted up. The right side of the optic was broken. The leading haptic was extended toward the left side of the device. The trailing haptic was folded onto the optic. Evidence of handpiece use was observed. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause cannot be determined for the reported complaint of "plunger not advancing, leading haptic advanced, lens stuck, in and out". Upon return, the lens was not in an acceptable position for advancement. A facility representative reported as the doctor was inserting the lens into the eye but the plunger would not advance. The leading haptic did advance to the eye but no more could be twisted out. It was decided to remove the lens and get a new one. Based on the provided information and the location of the lens inside a cartridge upon return, the lens may have been pulled backward through the cartridge as the manual handpiece was retracted. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intra ocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.